Manufacturer narrative:
Corrected data: b5, d1, d3, d4, g1. Additional data: g4, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tulip of an oasys polyaxial screw disengaged post-operatively. Upon review of x-ray imaging provided, it was observed that a denali transverse connector and an oasys rod also migrated. A revision surgery is not currently scheduled but may be performed. This report captures the connector.

Event description:
A company representative reported that the tulip of an oasys polyaxial screw disengaged post-operatively. Upon review of x-ray imaging provided, it was observed that an oasys connector and an oasys rod also migrated. A revision surgery is not currently scheduled but may be performed. This report captures the connector.